Event description:
Pt was undergoing surgery to repair multiple facial fractures requiring screws and plates. Upon attempting to place one of the screws, it broke leaving the tip inside the pt's bone. The team attempted to retrieve it, but could not. Any further attempts to remove it would result in injury to the pt so the decision was made to have it in. This event did not result in any pt injury nor did it prolong the surgery or the pt's hospital length of stay. Diagnosis or reason for use: surgical/repair of facial fractures. Is the product compounded: no. Is the product over-the-counter: no.